Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. It was noted the data collection was sporadic but minimum r wave amplitude was consistently below 5 millivolts and there was rv undersensing due to small r-wave amplitudes observed on stored electrograms. Concomitant medical products: 419688 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported the patient received multiple shocks for ventricular fibrillation (vf) and died. It was further reported that undersensing was observed on the final episodes. Additional information received reported the clinic noted the death was unrelated to the device system.